Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history log showed multiple stuck key alarms. Functional testing confirmed the reported issue was due to a faulty keypad. The keypad was replaced to address this issue. The device then passed all testing.

Event description:
It was reported that the buttons were not responding during priming. There was no patient involvement. Evaluation of the returned device identified multiple stuck key alarms in the event history, and confirmed the keypad anomaly.